Manufacturer narrative:
Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that she had laparoscopic surgery on (B)(6) 2015 and topical skin adhesive was used. Patient states that she has had topical skin adhesive used before and never had an issue. Patient reported experiencing bumps and itching around the topical skin adhesive beginning (B)(6) 2015. The patient reported that she has been to the ER, pmd and surgeon. The patient reports that the ER tried to remove the topical skin adhesive by scraping it off and using mineral oil but was unable to remove all of the product. The patient was prescribed oral steroids, a topical antibiotic cream and benadryl. No additional information is available.